Event description:
It was reported that the patient was experiencing an increase in seizures, could no longer feel stimulation, and would be having her generator replaced due to end of service. The patient normally experiences about one seizure per month with vns therapy however she experienced two in one day with one of the seizures lasting notably longer than normal. Surgery to replace the patient's vns generator has occurred. The explanted generator was returned and analysis found that although the generator elective replacement indicator was yes, the generator should have been able to deliver the intended amount of stimulation. No anomalies were found with the generator. Follow-up with the physician found that she believed the seizures to be due to the vns generator end of service as indicated. The pre-vns baseline seizure frequency is unknown as the patient was implanted prior to seeing the current physician. No external factors are believed to have contributed to the increase in seizures. The patient's seizures are believed to have improved since replacement as no complaints of a continued increase have been made to the physician.